Manufacturer narrative:
The initial value of < 18.4 pmol/l was accompanied by a data flag.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas 8000 e 801 module. The sample initially resulted with an estradiol value of < 18.4 pmol/l, and this value was reported outside of the laboratory. The sample was repeated twice, resulting with values of 1593 pmol/l and 1598 pmol/l. The estradiol reagent lot number was 446722.

Manufacturer narrative:
The customer stated that qc results were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.